Event description:
Additional information received, indicated that patient underwent surgical intervention on (B)(6) 2021 wherein the leads were moved to top of t7. Post operatively therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event and therapy dates are estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-22619. It was reported patient suffered falls a few times. Reportedly, patient addressed ineffective therapy and migration was confirmed via x-rays. Reprogramming was unable to solve the issue, as a result patient is awaiting surgical intervention at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.